Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient is not happy that he got a referbushed unit and stated that it has a black specks.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.